Event description:
The account alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The technician straightened the bent bracket on the side rail latch to resolve the issue.